Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was used but became kinked inside the patient during delivery post-stent placement, resulting in a loss of imaging. The device was removed, and a 2.25 x 38 mm synergy xd drug-eluting stent (des) was selected for treatment. However, the stent broke at the proximal stainless-steel shaft and snapped inside the patient. The device was removed, and another 3.50 x 24 mm synergy xd des was then selected, but it also broke at the proximal stainless-steel shaft and snapped inside the patient. The device was also removed by just pulling them back out over the wire. The hub of both stents was detached outside the body. The procedure was completed with another of same device, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy megatron mr us 3.50 x 24mm was returned for analysis. A visual and tactile examination identified that a break was 50.5cm distal to the distal strain relief with multiple kinks also noted along the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion identified no kinks or damages. A microscopic analysis revealed there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was used but became kinked inside the patient during delivery post-stent placement, resulting in a loss of imaging. The device was removed, and a 2.25 x 38 mm synergy xd drug-eluting stent (des) was selected for treatment. However, the stent broke at the proximal stainless-steel shaft and snapped inside the patient. The device was removed, and another 3.50 x 24 mm synergy xd des was then selected, but it also broke at the proximal stainless-steel shaft and snapped inside the patient. The device was also removed by just pulling them back out over the wire. The hub of both stents was detached outside the body. The procedure was completed with another of same device, and no patient complications were reported.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was used but became kinked inside the patient during delivery post-stent placement, resulting in a loss of imaging. The device was removed, and a 2.25 x 38 mm synergy xd drug-eluting stent (des) was selected for treatment. However, the stent broke at the proximal stainless-steel shaft and snapped inside the patient. The device was removed, and another 3.50 x 24 mm synergy xd des was then selected, but it also broke at the proximal stainless-steel shaft and snapped inside the patient. The device was also removed by just pulling them back out over the wire. The hub of both stents was detached outside the body. The procedure was completed with another of same device, and no patient complications were reported.